Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. X-x-ray confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during implant the right ventricular (rv) lead helix could not extend or be fixed onto the target location. A different rv lead was used and the procedure was completed successfully. No adverse patient effects were reported.